Event description:
The safety seal had been inserted the day before and autoclaved to be ready for surgery. Opened it and noticed the safety seal had popped up slightly. Pushed the seal back down into the chamber, reassembled the attachment/tool and used it approximately 2 minutes in surgery. After the case, attachment was removed and the safety seal had disintegrated into pieces.